Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that during their previously reported emergency bowel surgery they hit the device, so they had to have another surgery where they took the leads out and then put them back in.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A consumer implanted for chronic low back pain and spinal pain reported via the manufacturer's representative (rep) they experienced a change in stimulation after a hospitalization due to emergency bowel surgery. An impedance test was performed with all results within normal limits. The physician took an x-ray which revealed significant lead migrations. At the time of implant both leads were lateralized to the right of midline and at the bottom of t6 at implant, but the x-ray showed one lead was mid-t8 and the other lead was in t10. It could not be determined if there was anything wrong with the anchors, yet the consumer stated they were too shallow and gave them stabbing pains. The rep. Noted they seemed to be palpable under the skin. The consumer was unaware of anything which could have moved the leads other than receiving an epidural during surgery. No falls or anything else abnormal was reported. The rep. Reprogrammed the consumer and was able to capture all areas from the right low back to the lateral right thigh very well. The consumer left happy with programming and was going to try the new programming first, and then determine if they wanted to visit their physician to discuss a possible lead revision. It was unknown if the issue was resolved at the time of the report.

Event description:
Additional information received from the manufacturer's representative (rep) reported the leads were removed and were going to be sent back for analysis. The consumer was eager to have analysis as they reported a temporal relationship between a sudden change in stimulation after receiving an epidural catheter for post-surgical pain three months ago.

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found no significant anomaly. The lead body¿s outer insulation was cut. There were several cosmetic surface cuts in the outer insulation 20.2 cm from the distal end. Also, there was surface abrasion of the outer insulation exposing a tiny portion of the braid 8.6 cm from the distal end. Neither of these findings would have any impact on the functionality of the lead. The lead had acceptable continuity on all circuits and no shorts between circuits. Analysis of the lead (s/n (B)(4)) found no significant anomaly. The lead body¿s outer insulation was cut. There were several cosmetic surface cuts in the outer insulation 13.9, 14.6, and 15.7 cm from the distal end. These cosmetic surface cuts would not have any impact on the functionality of the lead. The lead had acceptable continuity on all circuits and no shorts between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.